Event description:
(B)(4) study trial. It was reported that a thrombosis occurred after a stent was placed. The subject underwent treatment with two ranger paclitaxel-coated pta 6.0 mm x 200 mm and 6.0 mm x 100 mm balloon catheters on (B)(6) 2022 as a part of the (B)(4) clinical trial. Target lesion was located in the right proximal, mid and distal superficial femoral artery with 100% stenosis and was 280mm long (diameter 6.0mm proximal and 5.0mm distal) and was classified as tasc ii d lesion. Prior to target lesion treatment, spiderfx embolization protection device was used and atherectomy was performed using jetstream xc followed by pre dilation with 5.0 mm x 220 mm sterling balloon and 5.0 mm x 200 mm vanguard iep pta balloon. During treatment of target lesion with the ranger balloon catheters thrombosis was observed. Atherectomy and aspiration was performed in response to the event, and the complication was resolved. The final residual stenosis was noted to be 0% and no thrombus was seen in the treated vessel at the end of the procedure.

Event description:
Elegance study trial. It was reported that a thrombosis occurred after a stent was placed. The subject underwent treatment with two ranger paclitaxel-coated pta 6.0 mm x 200 mm and 6.0 mm x 100 mm balloon catheters on (B)(6) 2022 as a part of the elegance clinical trial. Target lesion was located in the right proximal, mid and distal superficial femoral artery with 100% stenosis and was 280mm long (diameter 6.0mm proximal and 5.0mm distal) and was classified as tasc ii d lesion. Prior to target lesion treatment, spiderfx embolization protection device was used and atherectomy was performed using jetstream xc followed by pre dilation with 5.0 mm x 220 mm sterling balloon and 5.0 mm x 200 mm vanguard iep pta balloon. During treatment of target lesion with the ranger balloon catheters thrombosis was observed. Atherectomy and aspiration was performed in response to the event, and the complication was resolved. The final residual stenosis was noted to be 0% and no thrombus was seen in the treated vessel at the end of the procedure. Additional information was reported that indicated the thrombosis was noted in the right mid superficial femoral artery prior to any intervention being performed in the target lesion (prior to index procedure) and was not related to the ranger device.